Event description:
Customer "only runs plasma specimens and all specimens are coming up positive even those that are known negatives."

Manufacturer narrative:
Internal investigation has shown that the bulk lot of latex used to MFR this kit is exhibiting false positive reactions when tested with known negative plasma specimens. Known negative serum specimens do not demonstrate the false positivity. Internal investigation of retention/returned kits also exhibit a false positive reaction with known negative plasma specimens, however, known negative serum specimen testing results are acceptable.